Event description:
Pt admitted on 01/2002 to hosp for evaluation of ICD. Upon evaluation the next day device was found to have sensing difficulty and coil fracture; to ventricular lead per medtronic rep. This device was explanted including both lead sets and a new device with new lead sets implanted.